Manufacturer narrative:
(B)(6) h3: the device was received for evaluation. A visual inspection noted that the device is in good physical condition. Functional tests were performed and found that the pump could not detect latch position change which was most likely caused by a defective latch sensor. The reported problem was confirmed. The root cause of the problem was a defective latch sensor. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. As a result, the latch lock sensor was replaced to correct the problem.

Event description:
It was reported that the device exhibited "cassette locked but not secured¿ alarm when the cassette was securely locked. There was unknown patient involvement.